Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
Complaint alleges: customer called to report that the catheter deflated after it was inserted. No pt injury reported. Pt current condition is fine.